Event description:
During the procedure the hypotube separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter. The physician attempted to insert the aspiration catheter and the hypotube separated near the touhy adapter resulting in the occlusion balloon deflating. The pt had an adverse reaction resulting in the pt's blood flow slowing to timi 1. The physician was able to re-establish the pt's blood flow and the pt is reported to be fine.